Event description:
It was reported that the patient was admitted on (B)(6) 2022 with a fever and elevated white blood cell (wbc) count with concerns of sepsis related to a driveline infection. Imaging performed showed a pocket of fluid along the driveline that reached the left diaphragmatic area; there was concern this fluid would reach the ventricular assist device (vad) pocket. A culture taken from the driveline was positive for staphylococcus aureus. The patient underwent an exploratory driveline debridement and wash out; the incision was closed with a wound vacuum. The patient was treated with vancomycin and a secondary antibiotic but ultimately underwent a heartmate ii (hmii) to heartmate 3 (hm3) pump exchange on (B)(6) 2022. After the initial incision for the pump exchange, the patient was femorally cannulated for cardiopulmonary bypass (cpb) support. During the pump exchange, the patient's aorta tore. The patient was cooled to 20 degrees celsius and circulatory arrest was initiated. Felt strips were used to repair the aorta while being supported minimally on the cpb. The patient received 10 units of packed red blood cells (prbcs), 4 units of fresh frozen plasma (ffp) and an additional dose of albumin. Significant adhesions were observed; scar tissue was dissected to explant the hmii. Due to continued myocardial tissue damage and concern for the patient's neurological status after being in circulatory arrest for greater than 60 minutes while maintaining a temperature of 21 degrees celsius, cardioplegia, and low mean arterial pressures (maps), a decision was made to abort the hm3 implant. The patient passed away on (B)(6) 2022 at 12:45. The death was considered to be device related, but the device operated as expected prior to death.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The pump and outflow graft were densely adhered to the heart and surrounding structures. In order to treat the infection, the pump needed to be dissected out (with the plan to be replaced) but unfortunately, the surrounding tissue fell apart and resulted in extensive bleeding. The account communicated that the device operated as intended. Multiple requests for the product to be returned was issued to the customer; however, to this date, the device has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this IFU lists bleeding, infection (local, driveline or pump pocket infection), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook (rev. C) is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.